Event description:
Using sils port 5mm-12mm flexible port during laparoscopic hysterectomy, one of the 5 mm cannulas had a grey piece of the silicone separate from the white hub when the cannula was accessed. The staff prevented the piece from falling off into the patient, but the ability of the pieces to separate could result in an unintentionally retained object during surgery.